Event description:
The pt's mother reported the pt received an 04 (occlusion) message on her insulin device. The pt disconnected from the device, went on insulin injection therapy, and left the device with her mother to troubleshoot the issue. During troubleshooting, the mother was instructed to program a prime and the mother stated the device gave an 04 message. The mother was then instructed to remove the infusion set tubing from the device and when she did she discovered "3 or 4 knots in the tubing". The mother was instructed to place a new tubing on the device and prime which she did without error. No blood glucose or other physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. The product was requested to be returned for evaluation.

Manufacturer narrative:
.